Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The severely stenosed long lesion was located in a moderately calcified intermediate anterior artery that had a diameter of approximately 3mm. A 3.0x32mm promus element stent was advanced to the lesion, but could not cross. Force was required to remove the device. It was noted that a strut had broken on the device. The procedure was completed with a different device. No patient complications occurred. Additional information was requested but is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)